Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The evaluation could not reproduce the reported b30 error. The evaluation found that the output connector was broken but connection was possible and poor appearance of the chassis was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported event (error code b30) was not reproduced at the repair site. However, it was specified that the phenomenon may have been caused by a damage on the front endoscopic socket - poor contact between endoscope and connector. There were signs of liquid ingress. Inner parts of the device were cleaned up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Other incoming inspections findings were as follows: some inner pins were corroded and oxidized. Front chassis and bottom were rusted and have to be replaced. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[3.1 precautions for installation and connection]. Use the light source only under the conditions described in, ¿transportation, storage, and operating environments¿ on page 109 and, ¿specifications¿ on page 109 in the appendix. Improper performance compromised safety and/or equipment damage may result. // [4.4 connection of an endoscope]. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.